Event description:
It was reported, that the patient presented in clinic for follow-up. Upon interrogation, it was found, that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave over-sensing. No intervention was performed. There were no patient consequences.